Event description:
It was reported that prior to a novasure endometrial ablation, the physician "assessed the myometrium and found it to be thin". Following several unsuccessful cavity integrity assessment (cia) tests, a hysteroscopy was done and a uterine perforation confirmed. No treatment was needed for the perforation and the pt was discharged home. On (B)(6) 2011, it was reported the pt has been seen on f/u and her condition is "good". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as identification numbers were not provided by the complainant. Reference internal complaint (B)(4).